Event description:
It was reported that a home patient (hp) had received a system error (se) 2240 (air in line) alarm on the homechoice (hc) machine. This alarm occurred during therapy in drain 4 of 5. The technical service representative (tsr) assisted the hp with troubleshooting in order to clear the alarm. There was patient involvement, however no adverse event was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.